Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2023 the patient experienced a stoma site infection and was treated with oral amoxicillin for ten days.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 22 nov 2023: approximately (B)(6) 2022 the patient underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). It was reported that in (B)(6) 2023, the patient experienced a stoma site infection with oozing described as stomach fluid discharge. It was also reported that in (B)(6) 2023 the peg tube was "broken" and a physician had attempted to re-align the tube. The patient was diagnosed with a buried bumper syndrome and began treatment with oral amoxicillin for a duration of ten days for the stoma infection. On (B)(6) 2023, the patient was admitted to the hospital to surgically remove the peg and j tubes due to the stoma site infection and buried bumper syndrome. It was also reported that the tubing could not be retrieved via the patient's mouth. On (B)(6) 2023 after letting the old stoma site heal, new tubing was placed.